Manufacturer narrative:
Upon follow up, it was reported that the patient was discharged on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. It was reported that the patient was hospitalized for the event on the same day as the event onset. On an unreported date, the patient was treated with imipenem injection (250mg, ongoing, route, frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.